Event description:
Patient reported feeling she has had trouble breathing over the last few weeks. She states it feels "as if she were at a lower dose." Lot numbers of cassettes patient has on hand are 4329614, 4315909, 4315909, expiration dates not provided. All lots fall within range of the recall. Unspecified which lot number patient is currently infusing with. Advised patient that recommendation is to seek medical care at the hospital when experiencing any side effects that could be deemed as under delivery of medication. Pharmacy to send new cassettes to patient. Unknown if md is aware. Patient verbally understood and no other information known. Product lot number and expiration date were systematically retrieved from the dispensing system. Pump return tracking information is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is not applicable. No additional information¿s available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Yes. If yes, was any medical intervention provided? Advised to seek medical care at the hospital. Is the actual cassette available for investigation? Yes. Did we replace the cassette? Yes. Did the patient have additional cassettes they were able to switch to? No. If yes, was the patient able to successfully continue their infusion. If no. Was the patient able to successfully continue their infusion. Seek medical care at the hospital, is the infusion life sustain? Yes, what is the outcome of the event? Ongoing, resolved? Ongoing. Reported to (B)(6) by: patient/caregiver. Reported to (B)(6) by: patient/caregiver.